Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation due migration of the paddle lead out from the epidural space. The patient underwent a procedure wherein the lead was push up to its original location. The patient was doing well postoperatively.